Event description:
It was reported that the customer could not get the insulin pump to download when they went to the doctor. The bayer meter is no longer sending the customer's blood glucose levels to the pump. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Insulin pump is unable to complete download due to several displayable history check failed on startup alarms in alarm history screen. Displayable history check failed on startup alarm was due to corrupted history files. Unable to communicate insulin pump with blood glucose meter due to faulty electrical component on the radio frequency board. Insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.